Manufacturer narrative:
Correction: device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 13 march 2017. A metal fragment was reported in the female connector for the foot switch on the imaging system. Following removal of the metal fragment and cleaning of the female connector, the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the foot switch for the imaging system was not functioning. Additionally, the hand switch for the imaging system was unable to perform image acquisitions. No additional information was provided. There was no patient present when this issue was identified.